Manufacturer narrative:
Device 1 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she had gone through 7 skin barriers and none of them adhered to her skin completely. Her peristomal skin was irritated. She stated that the 7 wafers used from a box of 10 had an off-centered starter hole. No photo is available at this time.